Manufacturer narrative:
The referenced chronic driveline infection was reported under medwatch MFR 2916596-2016-00392. (B)(4). Approximate age of the device - 1 year, 5 months. (B)(4). The pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported event and patient outcome could not be conclusively determined. Based on the manufacturer¿s experience from similar reported events, the patient's clinical symptoms coupled with the report of elevated pump power could be indicative of device thrombosis. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 for abdominal pain, tea colored urine, and elevated pump power. The patient¿s inr had reportedly remained therapeutic. The laboratory test results showed an elevated lactate dehydrogenase (ldh) of approximately 2500 u/l. Tissue plasminogen activator (tpa) was administered on (B)(6) 2016 without effect. The patient also had a known chronic driveline infection that was treated with antibiotics; however, the patient became septic and progressively declined. The patient was not a candidate for transplant or pump exchange due to unspecified reasons. Hospice care was initiated, and the patient expired on (B)(6) 2016. The cause of death was reported as device thrombosis. No additional information was provided.